Manufacturer narrative:
Track belt.

Event description:
It was reported by service report that the track needed repair. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.